Event description:
Edwards swanz - ganz catheter inserted into pt's right internal jugular by anesthesiologist. No pressure waveform present on solar 9500 pt monitor. Catheter removed and second edwards swanz-ganz catheter inserted and hooked up to same pressure line with good waveform.